Manufacturer narrative:
Device has been evaluated but not repaired, pending customer approval of the estimate.

Event description:
The manufacturer received information alleging a failure related to a ventilator's internal battery occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. During evaluation, a "service required" code was found in the ventilator's downloaded error log. The device's internal battery needs replaced to address the issue.